Event description:
During the resuscitation attempt, the autopulse platform (sn (B)(6) repeatedly prompted to "adjust lifeband and restart." No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.